Event description:
The user facility reported the steam generator was leaking steam. The room where the generator was located filled with steam. The customer turned the unit off.the user facility reported that a fire alarm was triggered, and the fire department was dispatched.no injuries were reported. No procedural delays or cancellations were reported. No facility evacuations were reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found the heating element required replacement. The technician replaced the heating element, tested the unit, found it to be operational and returned it to service.